Manufacturer narrative:
The manufactures internal complaint number is (B)(4). Per facility the product cannot be located. Should relevant additional information/investigation results become available, a supplemental medwatch will be submitted unsolicited.

Event description:
It was reported that there was an issue with the product 33132 handle metal manhès style ratchet. According to the information received, during an xi robotic lap hysterectomy, one side of the jaw of a hunter grasper broke and the jaw/blade of the grasper fell deep in the abdomen. The blade was recovered laparoscopically. Patient harm is not known at date of this report. Additional information has been requested but not yet received as of the date of this report and additional patient information is not available.

Manufacturer narrative:
Product investigation report. Final investigation without product. The product was not returned to karl storz tuttlingen. Therefore, the product inspection could not be carried out in our warehouse. Lot is unknown. Conclusion and root cause determination: user-related. Since the article was not sent in for investigation no precise investigation is possible. In addition, only one handle was reported, the customer's order states that a pliers insert is broken. The age of the handle is also unknown, and the medwatch report that was sent in also states that the article was repaired by a third party. A possible cause could be the application of excessive force. IFU 97000025 v4.2 02/2020 notes a warning of exerting too much force may cause the medical device to break, bend and malfunction. Do not overload the instruments. The end of the products life is largely determined by wear, reprocessing methods, the chemicals used and any damage resulting from use.